Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in november or december 2018. Concomitant medical products: medical product - zimmer biomet sternalock screws catalog #: ni lot #: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that several screws loosened from the plates approximately five to six months post-implantation. The patient's sternum was originally closed with wire after a bypass surgery. The patient experienced a non-union and as a result, underwent a revision during which his sternum was again closed with wire. After experiencing a second non-union, the patient underwent a second revision during which his sternum was closed with sternalock blu. During a visit to a chiropractor, the patient was advised that several screws were loose and one screw was just floating around. A CT scan was performed and confirmed that the screws were loosened. A revision was performed during which one plate and eight screws were removed from the xiphoid region of the patient's sternum. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of post-operative CT scans and x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. For all plate 8 hole x implants (part# 73-2623) in the previous year (from the notification date), the complaint rate is 0.18%, which is no greater than the occurrence listed in the application fmea. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.